Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a coil embolization procedure to treat varices using pod10. During the procedure, the physician experienced extreme resistance and was unable to advance a pod10 out of its introducer sheath after two attempts and, therefore, the pod10 was removed. The procedure was completed using a new pod10, pod packing coils (podj), ruby coils and the same microcatheter. There was no report of an adverse effect to the patient.